Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). Calibration and controls were acceptable. Upon review of the alarm trace for (B)(6) 2024, 52 sample short alarms and 5 sample clot alarms were observed. The field service engineer performed precision studies and these recovered well. An instrument check was performed and was acceptable. The sample pipettor was not adjusted well, so he adjusted it. The engineer noticed that the settings for the detection of air aspiration were turned off, so these settings were activated. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient and tested with elecsys troponin t hs on a cobas pure e 402 analytical unit. The first sample from the patient initially resulted in a troponin t value of 834 pg/ml. The sample was repeated on (B)(6) 2024, resulting in a value of < 3 pg/ml with a data flag. The sample was also repeated on a second analyzer on (B)(6) 2024, resulting in a value of 3.01 pg/ml. The second sample from the patient initially resulted in a troponin t value of 4.96 pg/ml. The sample was repeated on (B)(6) 2024, resulting in a value of 15 pg/ml. The sample was also repeated on a second analyzer on (B)(6) 2024, resulting in a value of 13.9 pg/ml. The customer stated that a value of 3 pg/ml fit with the patient's clinical condition.